Event description:
The report received from the field states that when the physician slowly pulled back exoseal with the sheath, the indicator window turned solid black even though pulsatile flow did not stop. Therefore, the physician removed exoseal from the patient and completed the procedure with manual compression. No additional information was provided.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Manufacturer narrative:
Upon further assessment of the event reported, the product malfunction code of indicator window- incorrect indication will be deleted. This event is being unreported. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case, the indicator window functioned properly. The reporter is referring to the unexpected flow of blood after it had initially slowed as expected. The physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. The reported failures could not be confirmed since functional test was performed successfully. The cause of the failure could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken. An assessment of deployment practice used in this account will be conducted to identify any procedural factors that may be contributing to this reported product experience. No additional information will be forthcoming regarding this event as it is no longer meets the criteria of a reportable product malfunction.